Manufacturer narrative:
Additional information: b3, b5, e1, e3, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the closing (skin) step of a laparoscopic appendectomy, the use of skin adhesion was associated with a tissue reaction characterized by skin irritation, postoperative skin reaction, and delayed contact allergy to the surgical glue. Raised erythematous vesicles and pustules were observed surrounding areas of surgical glue and disseminating around these areas on the left abdomen. Additional symptoms included redness, itchiness, and bumps at the incisional sites. The patient, who had a medical history of eczema and migraines, reported feeling generally well since surgery except for concern about the redness and itchiness at the incisional sites, which were first noticed two weeks after surgery. The patient denied fever, and no obvious signs of infection, increased warmth, or tenderness were noted on physical examination by healthcare professionals at the postoperative visit. Treatment included topical hydrocortisone and benadryl creams, oral benadryl and generic claritin as needed, ice application, and bandaging for irritation from clothing protection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the closing (skin) step of a laparoscopic appendectomy, the use of skin adhesion was associated with a tissue reaction characterized by skin irritation, postoperative skin reaction, and delayed contact allergy to the surgical glue. Raised erythematous vesicles and pustules were observed surrounding areas of surgical glue and disseminating around these areas on the left abdomen. Additional symptoms included redness, itchiness, and bumps at the incisional sites. The patient, who had a medical history of eczema and migraines, reported feeling generally well since surgery except for concern about the redness and itchiness at the incisional sites, which were first noticed two weeks after surgery. The patient denied fever, and no obvious signs of infection, increased warmth, or tenderness were noted on physical examination by healthcare professionals at the postoperative visit. Treatment included topical hydrocortisone and benadryl creams, oral benadryl and generic claritin as needed, ice application, and bandaging for irritation from clothing protection.